Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-31790. It was reported that the patient experienced pain in their back. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow up information received that the patient underwent surgical intervention in which one lead was explanted and replaced, the pain has since resolved. Note: it is unknown to the manufacturer which lead was replaced, therefore both leads are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.